Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. The custom pak lot specific to this event was not known; therefore, lot history and device history record (DHR) reviews were not possible. The root cause of the customer's complaint was not known; a sample was not returned for investigation. (B)(4).

Event description:
A surgeon reported that he had noticed a large white fiber in a patient's eye during a six month postoperative visit. No patient harm was reported. Additional information was requested, but none was received.